Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported per patient¿s medical records that on: (B)(6) 2010: the patient presented with the following pre-operative diagnosis: low back pain and lumbar radiculopathy. She underwent the following procedures: l4 laminectomy, bilateral medial facetectomy and foraminotomy completely decompressing the thecal sac and nerve root. L4 transpedicular tranfacet decompression for placement of the interbody cages. L5 laminectomy, bilateral medial facetectomy and foraminotomy completely decompressing the thecal sac and nerve root. L5 transpedicular tranfacet decompression for placement of the interbody cages. 5. S1 laminectomy, bilateral medial facetectomy and foraminotomy completely decompressing the thecal sac and nerve root. S1 transpedicular tranfacet decompression for placement of the interbody cages. Posterior lumbar interbody fusion l4-l5, l5-s1. Posterolateral arthrodesis l4-l5 and l5-s1. Placement of interbody integrated spine prosthetic device l4-l5, l5-s1. Pedicle screw fixation using spine 360 talon screws, MRI-compatible, l4, l5 and s1. Placement of autograft morselized bone harvesting with bone morphogenic protein for posterolateral arthrodesis l4-s1. 12. Use of fluoroscopic navigation for placement of interbody cages as well as pedicle screws. As per the op notes, ¿¿7.0x45 mm screws were placed bilaterally at l4, l5 and s1. Two rods were contoured into place. Set caps were used. The posterolateral arthrodesis was completed using bone morphogenic protein; interbody arthrodesis was also completed using bone morphogenic protein. After that was performed, epidural was placed. X-ray confirmed position of all instrumentation¿¿ no patient complications were reported. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.